Manufacturer narrative:
Investigation ¿ evaluation: a visual examination and dimensional verification of the returned device was conducted. A review of complaint history, the device history record, and specifications was also performed. One opened package labeled rpn dpscs-080026-aq-r, lot number ns7780134 was received. The stent and positioner were returned. The stent was returned without the tether. The overall length of the stent measuring from coil to coil is 26.6 cm. The proximal coil has been torn starting at the first side port continuing through the end of the coil. The physical evidence shows the braided tether has torn through the stent coil during removal. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history for this product/lot number combination did not reveal any other complaints to be associated with this device lot. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing an unspecified procedure, the physician opened a package containing endo-sof aq double pigtail stent set and found that the distal end of the stent was torn. The device did not come in contact with the patient. The physician completed the procedure using another of the same device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.